Manufacturer narrative:
Section e1: establishment name:(B)(6) medical center. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable cause could not be determined based on the provided information. A definitive root cause of the error could not be identified. This issue is addressed in the instructions for use (IFU): cleaning methods for the inside of the forceps elevator wire channel are described in the instruction manual chapter 7 cleaning, disinfection, and sterilization procedures.. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that the evis lucera ultrasound gastrovideoscope was not cleaned and disinfected correctly. It was noted that the cleaning tube was not attached to the forceps raising wire channel during both bedside and main cleaning. There were no reports of patient harm associated with this event.